Event description:
The physician suspects insulation defect at the transition is-1 pin and shunt and further insulation defect at the df-1 conductor cable. No abnormal measurement value during routine check-up. A "device migration" in the direction of the armpit was detected during the routine follow-up. When the device position was corrected, the lead defect became visually noticeable. No indication of the defect by previous measurements.

Manufacturer narrative:
As described in the complaint, the effects of the device migrations could be found in the analysis. The forces caused by the device migration have damaged the conductor cables between shunt and pins. No mfg error or material defect could be found during the analysis.